Event description:
Procedure type: lobectomy. According to the reporter: at the fifth firing on the brochial tube, the handle became quite stiff and firing could not be completed. To remove the device from the tissue, an additional resection was performed with the same sized cartridge. No bleeding. No tissue damage. There was unanticipated tissue loss. Nothing fell into cavity. The pt is under observation. Operating room time not extended by more than 30 minutes. The stapler used in the case was egiaushort.

Manufacturer narrative:
(B)(4).